Manufacturer narrative:
Concomitant medical products: lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4)) ,logic pts, size 4, 8mm (cat# 02-012-42-4008 / serial# (B)(4)) , cc stem ext adaptor 5 degree (cat# 208-09-05 / serial# (B)(4)) ,cc posterior fem augment sz 4, 5mm (cat# 208-07-04 / serial# (B)(4)) ,cc distal fem augment sz 4, 5mm (cat# 208-05-04 / serial# (B)(4)) , screw, offset, sz ee (cat# 208-04-73 / serial# (B)(4)) ,cc femoral sz 4 (cat# 208-01-04 / serial# (B)(4)) ,stem extension 80l x20 mm (cat# 204-40-08 / serial# (B)(4)) , and stem extension 80l x16 mm (cat# 204-36-08 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial left tka, this male patient had a revision due to knee failed and instability. There was poly wear and osteolysis per viewing the poly and surgeon input. Patient was revised to competitor's hinge. There was no breakage of device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device will be return.

Manufacturer narrative:
The revision reported was likely the result of malalignment between the femoral and tibial components, imbalanced flexion and extension gaps, patient-related conditions, or any combination of these possibilities, which led to gross joint instability, wear/delamination of the tibial insert, and osteolysis. The most probable root cause associated with the reported event of "instability¿ is associated with undesirable stability of the joint or implant construct.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3 and h3 have been updated accordingly. Additional information, including the product investigation, will be submitted within 30 days of receipt section d1: brand name section d4: model number, catalog number, serial number, expiration date, unique identifier (UDI) #. Section h4: device manufacture date. Section d10: concomitant medical products. Screw, offset, sz gg (cat# 208-04-75 / serial# (B)(6)).